Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the position #2 plunger clamp. The instrument was tested without further problem and was returned to expected operation.